Event description:
I am reporting a repeat handling and shipping failure involving a temperature-sensitive medical device (omnipod insulin pump). Replacement devices were shipped by the manufacturer and left in a mailbox during cold weather (approximately 23°f), below the manufacturer's stated minimum temperature (~41°f). This same issue occurred previously. The manufacturer stated that corrective action was taken and that future replacements would be delivered to my door. That instruction was not documented or followed, and the problem repeated. The manufacturer could not explain what corrective action was implemented or how recurrence would be prevented, stating only that it "would not happen again." This represents a failure to document and implement corrective action and creates a risk of device malfunction or interruption of insulin therapy due to cold exposure. The affected replacement devices were not used.